Event description:
A customer reported experiencing a tandem mobi cartridge alarm during the loading process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the alarm and instructed the customer to remove the cartridge and deliver a 9-unit bolus, which was successful. The customer was able to reload the original cartridge and resume insulin therapy, resolving the issue.